Event description:
The patient underwent prophylactic generator replacement. The suspect device has not been received by manufacturer to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was having pain and experiencing 2-3 seizures in the last few months where they used to not have any. The patient was referred for generator replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.